Event description:
On (B)(6) 2013, clinic notes from a vns treating neurologist's office were reviewed with the business manager.

Event description:
On (B)(6) 2012, clinic notes from a vns treating neurologist's office were reviewed with the business manager. The business manager at the office stated that the clinic notes on (B)(6) 2012 indicated that the patient's blood pressure with vns on was higher in spite of a longer standing time and the physician thinks the high blood pressure is related to vns. With vns on, the patient's blood pressure lying down was 130/67, sitting was 135/85, and standing for 13 minutes was 106/75. With vns off, the patient's blood pressure lysing down was 148/69, sitting 159/75, standing 143/77, and standing for 6 minutes 83/63. The patient also experienced some dizziness which was a potential side effect of medications. On the visit dated (B)(6) 2012, the patient reported seizures once a month, the patient was hospitalized for 11 days and during her hospitalization she was diagnosed with pots, postural orthostatic tachycardia syndrome. The patient's settings were noted to be output=0.5ma/frequency=20hz/pulse width=250usec/ on time=30sec/off time=3min/magnet output=1.25ma/magnet on time=60sec/magnet pulse width=500usec. The cardiologist's nurse later stated that physician most likely thinks that the patient's syncope and arrhythmia are related to vns but is not sure at this time. The physician thinks there is nothing wrong with the device. The patient is seeing the cardiologist for her pots but the nurse refused to provide any information on whether the patient had a history of pots before her vns was implanted. The nurse stated that the physician had to consult with the patient to make sure the patient was okay to share any further information with the manufacturer. The patient had reported that she passed out at work for the first time on (B)(6) 2012. She said she was having issues at work that caused a lot of stress and wasn't feeling well. She further indicated that there was also a natural disaster in her area that caused issues in the community which ended up affecting her as well. The patient said she can't pinpoint when she first starting feeling bad due to major stress, but the fainting episode was the first known issue. The patient stated that sometime in (B)(6) 2012 she was admitted to the hospital for 11 days due to not feeling well and her blood pressure issue and was put on a tilt-table. She said that while they were doing the tilt-table, her heart stopped due to the blood pressure issues. Her cardiologist then wanted to her to have her device disabled to see if the device could be causing the issues. On (B)(6) 2012, her device was turned off. She said when she was walking to her car, her blood pressure dropped and she passed out again. The neurologist then decided to turn her device back on because he didn't think that her blood pressure issues that were causing these fainting events were related to the stimulation since it occurred while her device was off. The patient mentioned that she cannot stand for more than 12 minutes at a time otherwise her heart could stop or she could pass out. She mentioned that she sitting on a stool over thanksgiving, her blood pressure still reached 164/111. The day prior she was at home doing nothing and her blood pressure dropped to 90/50 and then went up to 147/111 within a few hours. She stated that her cardiologist would like her device to be disabled for three days to see if there is some latent effect of the vns therapy that could still be causing this. The patient said that tomorrow she will be disabling her device for the three days by taping her magnet in place and being supervised be her husband and sister for those three days. The patient further mentioned that her neurologist and another neurologist both saw her at the hospital when she was doing the tilt-table test and both don't feel that these issues are due to her vns. The nurse of the neurologist who treated the patient in the hospital reported that the patient's syncope, arrhythmia, hypertension, and hypotension are not related to vns.

Manufacturer narrative:
Describe event or problem; corrected data: inadvertently stated "on (B)(4) 2012 clinic notes from a vns treating neurologist's office were reviewed with the business manager." Instead of " on (B)(4) 2013 clinic, notes from a vns treating neurologist's office were reviewed with the business manager." (Incorrect year) on initial report.